Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency department with electrical fault alarms on the controller, but that alarm had self-resolved and had cleared by the time clinical was contacted.  Log analysis showed quick intermittent alarms on all three phases of the stator.  It was noted that three pins were affected on the driveline.  The rescue tape on the driveline was removed and driveline was assessed, as well as, unplugged the driveline from the controller.  No electrical faults could be reproduced.  The patient had minimal pump off time and tolerated it well.  Upon assessing the end of the driveline, it was noted that three pins seemed to be recessed in the housing.  This was suspected to be the result of a possible dropping of the controller by the patient.  The patient was given heparin and inotropes and a driveline splicing was performed, which the patient tolerated well with less than five seconds of pump time off time.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event of "electrical fault alarms" was confirmed via log files which revealed ten electrical fault alarms. These alarms were likely the result of the driveline connector pins recessing from the connector. There were also nine high watt alarms logged which were likely the result of the single stator operation as a result of the electrical fault alarms. On-site visual inspection of the connector pins confirmed multiple pins were recessed. A driveline splice repair was performed at the site to mitigate the reported conditions. No further alarms were noted following the splice repair. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the electrical fault alarms can be attributed to the recessed pins as a result of dropping of the controller by the patient. If information is provided in the future, a supplemental report will be issued.